Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 21mm 11500a aortic valve, implanted in the aortic position, was explanted after an implant duration of 4 (four) months due to unknown reason. The explanted device was replaced with a 21mm 11060a aortic valved conduit. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 21mm 11500a aortic valve, implanted in the aortic position, was explanted after an implant duration of 4 (four) months due to endocarditis. The patient presented with acute severe congestive heart failure. The explanted device was replaced with a 21mm 11060a aortic valved conduit. Per medical records, an echo revealed severe perivalvular regurgitation with vegetations on the valve and an aortic root abscess, leading to the patients hospitalization for endocarditis. Overnight, the patient required resuscitation and was subsequently taken for an emergent redo avr with a 21mm 11060a aortic valve conduit. The procedure included ligation of the right coronary ostium and a CABG x1. The previously placed 21mm 11500a valve was explanted, and a 21mm 11060a was successfully seated. Postoperatively, the patient was weaned off cbp and transported to the ICU in critical condition.